Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open total knee procedure, while suturing, needle popped off from the swage. A new suture was used without issue. There was no patient injury.